Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) for inspection. It was visually inspected and connected to a water bag to test for leaks. Results: no physical damage was noted to the chamber dome and water feedset tube. No leak was observed when the feedset was connected to a water bag. Conclusion: no fault was found with the returned mr290v chamber. All chambers are pressure tested before they leave the production line and any damages such as leaks or holes in the feedset are identified during this process. The user instructions that accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint mr290v vented autofeed humidification chamber from the hospital. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A hospital in (B)(6) reported to a distributor that an mr290v vented autofeed humidification chamber had a damaged water feedset tube. This was observed during use but no patient consequence was reported.

Event description:
A hospital in (B)(6) reported to a distributor that an mr290v vented autofeed humidification chamber had a damaged water feedset tube. This was observed during use but no patient consequence was reported.